Event description:
It was reported that during a supply change the user was unable to remove the cartridge because a plastic connector broke and remained lodged, and the user initially had not rewound the pump; after rewinding and attempting removal with pliers under agent guidance, the connector would not turn and could not be extracted. Symptoms included no adverse clinical effects. Outcomes included replacement of the ilet and continued therapy using the user¿s backup method, with ongoing cgm use reported. Investigation included remote troubleshooting and education on ilet management and data syncing. Investigation of this case revealed a mechanical failure of a cartridge connector component preventing removal, with no alarms or alerts reported. It was concluded, based on previously established findings for similar reports, that the cause was a mechanical component breakage during handling leading to an obstruction that could not be cleared in the field.

Manufacturer narrative:
Initial.